Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse, that in 2010 the patient's right ventricular (rv) lead "failed." No intervention was taken, but the spouse also reported that the patient had an improvement in their medical condition and their system was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was fractured. The patient refused extraction and the system was inactivated. No patient complications have been reported as a result of this event.